Event description:
Information received from our foreign affiliate. A pt was switched from acuvue 2 to acuvue oasys contact lenses and experienced dryness and redness in both eyes following 2 weeks of wear. The pt wears different powers ou, the lenses were from different lots. The pt reported both eyes were red following lens removal and the lenses seemed to be misshaped when removed from the eyes. Our foreign affiliate discussed this with the pt's eye care professional (ecp). The pt's ecp diagnosed the pt with a 1 mm, shallow corneal ulcer os at 3 o'clock in the periphery. The ulcer was not cultured but the ecp believed it was infectious based upon experience. The pt was treated with ecolicin eye drops. The pt did not have a serious injury in the od. The ecp reported the pt had cleaned contact lenses with a "rinse-free solution for textiles." The rinse-free solution may have contributed to the corneal ulcer. In 2009, the pt was contacted and the os was fine, the pt reported being allowed to return to contact lens wear. No additional information is available. The os product was requested but not returned for evaluation. A lot history review of the lot in question revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
Labeled for single use and reuse. Device discarded, unable to follow-up. No conclusion can be drawn.